Event description:
Ppd and medical records received. Ppd and medical records were received on (B)(6) 2013 with the alert date of (B)(6) 2013. These records were reviewed for MDR reportability on (B)(6) 2015. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2011 for metal debris, metallosis, increased metal ions (no labs provided), and erosion osteolysis. Burnishing was noted on the head. The stem has already been reported on (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.